Event description:
The unit failed to cut during the biopsy. The pt's breast was pierced and the probe fired, no samples were being retrieved. The cutter moved very slowly across the bowl, the dc motor adapter had broken off and remained on the holster. The procedure was aborted and pt sent home.